Manufacturer narrative:
The device was recently received from (B)(6) and an investigation is anticipated. This report will be updated if the investigation requires.

Event description:
During a surgical procedure, the delivery cartridge broke when attempting to deliver cement into the vertebral body. Back up equipment was not available and the procedure was not completed. No medical intervention was necessary and no adverse consequences was reported as a result.